Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation and possible replacement with mentor gel implants on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain, paresthesia, granuloma, material rupture. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 23, 2021, mentor received additional information indicating that the patient also suffered scattered punctuate calcifications in both breasts. Mentor also became aware that it was only on the left axillary lymph nodes that the extravasated silicone was identified and that the right axilla had normal contents per mammography. Patient code granuloma was removed from the right side. On march 26, 2021, mentor received additional information indicating that during the revision surgery on (B)(6) 2021, the implants were found to be fully intact upon removal. Mentor became aware that the patient's left breast was severely capsuled. Lastly, the patient underwent bilateral removal and replacement with the following devices: (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 7377870 sn: (B)(6) and (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 7333706 sn: (B)(6). The right breast implant has been discarded. On april 1, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the gel siltex mod-rnd 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. Calcification and breast imaging calcification of a biomaterial occur when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Concern has been raised, however; that calcification may interfere with tumor detection because microcalcifications are considered a hallmark of malignant breast disease. Although clinicians have recommended pre-and post-surgical mammograms for augmentation patients to assist in distinguishing post-operative findings from calcification associated with malignancy, benign calcification resulting from surgery is generally considered distinguishable from malignant-type calcification. Further, no published reports have identified that document any actual occurrences of missed or delayed diagnoses attributable to capsular calcification. Calcification is not a phenomenon unique to breast implants. It occurs in 11 to 53 percent of women who underwent breast reduction procedures (abboud et aj. 1995, m&nick et al. 1990, brown et al. 1987). In the breasts of women who have not undergone any breast surgery, the prevalence of benign calcifications increases progressively with age from 8 percent in women 25 to 29 years old up to 86 percent in women 75 to 79 years old (stomper et al. 1996). Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation revision with two 450cc mentor memorygel breast implants, suffered breast pain that the patient felt underneath on the edges and that goes up to their arm. The right breast implant was reported to be damaged but not leaking and the left breast implant was leaking into the patient lymph nodes. There is reported more constant pain to the left side and also a burning sensation. The patient had a mammogram and sonogram taken back in (B)(6) 2015, which according to the patient showed no leakage. However, on (B)(6) 2020, the patient took her mammogram to a radiologist, who reviewed the mammograms and told her that her breasts were leaking and that there was more silicone in their left breast lymph nodes since 2015. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.